Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5068 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the ventricular lead exhibited high threshold. The physician attempted to add a new ventricular lead, however was unable to do so due to venous occlusion. Therefore, the ventricular lead remains in use. No patient complications have been reported as a result of this event.